Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation. This is the final report.

Event description:
The patient reported uncomfortable sensation with stimulation on and off at the lead implant site located in the back of the head. The physician decided to remove the lead. During the explant procedure, it was reported that the distal end of the lead was cut. The detached end was left inside the patient. This system was implanted by the surgeon for an off-label application. The patient is reportedly doing well.